Manufacturer narrative:
Concomitant medical products: d274drg, ICD implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with non-sustained ventricular tachycardia (ns-vt) and sensing integrity counter (sic) episodes. The ns-vt episodes appears to be noise and not ns-vt. The patient¿s implantable cardioverter defibrillator (ICD) was downgraded to an implantable pulse generator (ipg) and the rv lead was tested with all parameters within normal limits. The high voltage coils were capped and out of service. The physician elected to leave the pace/sense portion of the lead in use with the ipg. No patient complications have been reported as a result of this event.